Event description:
The patient was undergoing a dual chamber pacemaker. Towards the end of the procedure, the physician recognized that the suture needle had broken during the process of suturing the pacemaker pocket. A thorough examination was performed to locate the broken needle including an intra-operative chest x-ray. The physician determined that the x-ray did not reveal that the broken suture was retained in the body despite not being able to locate it on the field or in the general surgical area and made a decision to transfer the patient to the cath lab holding recovery area where a higher resolution image could be obtained. The image revealed that the suture tip was retained in the superficial skin layer. The physician brought the patient back to the ep (electrophysiology) lab suite, opened the pocket, located the suture needle tip and removed it. The pacemaker pocket was closed with a new suture, steri-strips, dermabond, and a band-aid without incident.